Event description:
Pt sample that had an aptt results of 26 seconds with synthafax reagent (lot no. Sfx107) was also sent to two other labs using this lot of reagent. Results were 28.9 and 28.6. Pt was not responding to heparin therapy and was given a 2nd bolus of heparin. The lab cannot confirm that this pt had complications due to the additional heparin.